Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. The overall performance of architect anti-hcv reagents in the field was reviewed using worldwide data. The number of standard deviation to cutoff and median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Review of the reactive rate by week shows values within the established limits which shows similar performance over time in comparison to historical data. No upshift over time was observed for the initial and repeat reactive rate. Further, review of the reactive rate of the lot used in the field shows that reagent performance regarding specificity is acceptable. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv assay was identified.

Event description:
The customer observed false reactive architect anti-hcv results for one patient. On 12-feb-2024, sid 1234 initial architect anti-hcv result was 1.21 s/co, repeated 1.26 and 1.27 s/co. The reactive result was reported out. The lab sent this sample to pcr test and the result was negative. The patient received dialysis treatment in the ¿dirty¿ room with other positive patients. The patient received dialysis treatment in the ¿dirty¿ room with other positive patients.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.